Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Field service engineer (fse) reported on behalf of the customer that the processor evis exera iii video system center serial digital interface (sdi) signal was not passing .the issue was found during preparation for use in a diagnostic oesophago-gastro-duodenoscopy (ogd) procedure. The intended procedure was completed with another similar device. There was no delay reported and no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issue was confirmed . No image was observed , no output on sdi port during evaluation. The issue was found to be due to a printed circuit board failure. Additional findings were as follows: heavy dust found inside the unit, scratches on the housing, minor crack on the power switch, and corrosion found on the back panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.